Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated the patient was a cli patient scheduled for a foot amputation. The doctor attempted to treat the patient to avoid amputation. The treatment location was the proximal to distal posterior tibial (pt). The physician wired through the lesions (it is likely the wire went sub-intimal in the distal section of the pt). The physician proceeded to balloon using a 2.5mm balloon in the ankle before performing atherectomy. The physician then exchanged the guidewire for a viper wire and proceeded to de-bulk from the proximal to distal pt with the 1.8 phoenix device. Upon reaching the distal segment, the physician encountered resistance and decided to push the catheter. After the physician pushed the catheter forward and continued to de-bulk, the patient complained from pain in the foot. The physician then stopped and decided to take an angiographic image. Upon angiography, a perforation was seen in the location where the resistance was encountered. The physician then removed the catheter and attempted to send down a balloon to the treated area. The physician was unable to feed the balloon over the wire. The physician performed a pedal stick and sent the wire through the perforation location from the opposite direction. The sales rep noticed that the wire was on a different plane than the other wire. He then ballooned and the perforation was fully resolved. When the first guidewire was removed and inspected, intimal tissue was found to be wrapped around it. The guidewire and catheter were then discarded. Attempts to obtain the lot number or serial number were made by phone and email but were unsuccessful. No physical product investigation was possible as the catheter was not returned for analysis. The lot number could not be determined, therefore we could not identify the manufacture date. Investigation of p18149k systems that were sold to the site yielded 2 possible lots. The manufacturing lot history records of both lots were reviewed and manufacturing was normal and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode for either of the two lots. We will continue to monitor these types of complaints. The instructions for use (IFU) warns, "do not operate the phoenix atherectomy system if the guidewire is sub-intimal as perforation, dissection or injury may occur." It also warns, "when the phoenix atherectomy catheter is exposed to the vascular system, it should not be advanced or retracted except under direct fluoroscopic observation. If resistance is met during advancement or retraction, determine the cause of the resistance before continuing." The perforation was likely caused by the catheter which cut into the intima due to the sub-intimal placement of the guidewire. The probable cause of the perforation was likely due to the sub-intimal placement of the guidewire in the lesion; when the resulted in the phoenix catheter cutting into the intima during debulking operations. After the procedure, the physician was given additional training on the device, including instruction to not advance the catheter when resistance is felt.

Event description:
It was reported the physician performed an atherectomy procedure on the right posterior tibial artery using the phoenix system model# p18149k on (B)(6) 2016. The phoenix device caused a perforation in the right distal posterior tibial artery. This was an enrolled phoenix registry subject with right foot wounds. The approach using the phoenix device was antegrade from the right common femoral artery. During the procedure and at the area of the right posterior tibial artery, the physician stated he felt the device was meeting resistance. At this point, the physician pushed the device to apply forward pressure to move the device forward. The phoenix system perforated the artery. The physician treated the perforation by using pta [percutaneous transluminal angioplasty]. At the end of the procedure, the perforation had resolved. Guidewire used with the phoenix system during the procedure was csi viper. The patient had flow restored to the foot and is currently doing well.